Manufacturer narrative:
(B)(4). Device was manufactured on an unreported date in feb 2012. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for shortness of breath coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The caregiver reported the cause of shortness of breath was related to having fluid in the lungs. The caregiver reported the fluid on the lungs was due to a possible leak in the pd catheter, this was not confirmed. The patient underwent 2 thoracentesis procedures; as a result 800 cc of fluid was removed from the lungs (both times). One day after hospitalization, pd therapy was discontinued and hemodialysis (hd) therapy was started. At the time of this report, the patient remained hospitalized; the event of shortness of breath was reported as ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the event was not reported until after the device had been serviced, a complete device analysis could not be completed. However, an event history log review and service history review were performed and revealed no system errors, anomalies or device failures that would contribute to the event and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.